Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump powered off without user intervention three times in one week. After every reboot, the reporter allegedly had to complete the rewind, load, and prime steps. The battery cap was reportedly in use for more than six months. There was no allegation of an adverse event with this complaint. There was no further information available regarding the complaint at this time; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a power issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/16/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box revealed that the data from the event date was overwritten due to continued use. No power issues were duplicated during investigation. The battery compartment and battery cap were intact with no damage or corrosion. Current readings were within specifications. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.